Event description:
Head [...] Stopped working / a piece of metal in my mouth...it was a piece of the inner workings of my new toothbrush head, oral-b [device breakage]. Case narrative: consumer via social media reported that while they were cleaning their teeth the oral-b toothbrush head stopped working and a piece of metal from the inner workings of the toothbrush head was in their mouth. No injury was reported.

Manufacturer narrative:
Complained product will not be not available.